Manufacturer narrative:
On (B)(6) 2020 arjo was informed by (B)(6) hospital in (B)(6) that the enterprise 8000x bed has collapsed. Upon evaluation carried out by arjo representative it was confirmed that the radius arm dislodged from the bed's frame. There was no patient involved. No injury or other medical consequences reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next to the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and radius arm. The findings of this investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instructions for use (IFU) dedicated to the enterprise 8000x bed (746-585-UK_2). This IFU includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". Due to limited information provided by the facility staff, the exact scenario which led to the radius arm detachment could not be determined. In summary, the claimed enterprise 8000x bed was not used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse during use with patient.

Event description:
On (B)(6) 2020 arjo was informed by (B)(6) hospital in (B)(6) that the enterprise 8000x bed has collapsed. Upon evaluation carried out by arjo representative it was confirmed that the radius arm dislodged from the bed's frame. There was no patient involved. No injury or other medical consequences reported.